Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive and no longer functional. There was no known impact to the customer's blood glucose. The customer confirmed that an alternate method of insulin delivery was available.